Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet display became difficult to read, showing vertical colorful lines with only limited status icons visible, and the touchscreen was not usable; the user reported no drop or liquid exposure, blood glucose remained in range, and a replacement case for the replacement ilet was later shipped. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a display visibility issue associated with the touchscreen, with ambient light problems identified, consistent with a component-related failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.